Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensitive resistor. The insulin pump had no audio tones during the tone check on self test due to a broken negative transducer wire. Unable to perform the seat, rewind, and occlusion tests due to the prime anomaly.

Event description:
The customer called to report no delivery alarms on the insulin pump. Troubleshooting was attempted over the phone, however, the insulin pump would not prime properly. Nothing further was reported.